Event description:
It was reported that the patient experienced a peri-prosthetic fracture on an unknown date. Subsequently, the patient had an additional procedure on an unknown date. During the procedure, the patient was implanted with a competitor plate and screws, to stabilize the fracture. No zimmer biomet product were removed or replaced during this procedure.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Initially reported on MFR 0001822565 - 2023 -02055 on august 4, 2023. Report voided as additional information received on august 9, 2023, provided product identification and manufacturer. Submitting report under correct manufacturer number. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.